Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 analytical unit. The sample initially resulted in a troponin t value of 97.3 pg/ml accompanied by a data flag indicating a qc error. A second sample was collected from the patient and tested, resulting in a troponin t value of 3 pg/ml. Based on this, the customer decided to repeat the original sample. The original sample was repeated on (B)(6) 2026, resulting in a troponin t value of < 3.00 pg/ml with a data flag.